Event description:
It was reported that the patient presented with ventricular tachycardia and received a cardioversion shock. Immediately after the shock, there was failure to capture, increased pacing threshold, increased ventricular latency, impaired ventricular sensing, and an increase in battery voltage. The patient expired 'a few days later' of an unspecified cause. Cause of death has been requested but not received